Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID#2134265-2013-07568. (B)(4). It was reported that during a percutaneous coronary intervention, vessel perforation occurred. In (B)(6) 2011, the patient presented with substernal chest pain associated with shortness of breath and the patient was diagnosed with non st myocardial infarction and cardiac catheterization was recommended. Coronary angiography revealed a 95% stenosed and 8mm long target lesion was located in the left main coronary artery with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement using a 3.50x12mm taxus liberte stent, resulting in 0% residual stenosis following post dilation. In addition, two days post the index procedure two non-target lesions located in the mid left anterior descending artery and ostial left anterior descending artery were treated with balloon angioplasty and placement of two 2.5x18 mm promus stents. It was noted that a perforation occurred while treating mid left anterior descending artery with a 2.5x12mm and 3.0x12mm maverick balloon catheters and a 3.0x18 promus stent. It is unspecified how the perforation was treated. The following day the patient discharged on aspirin and prasugrel.